Event description:
It was reported that the device was leaking and has a crack on the cover. The product fault occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: the complaint was verified by visual and functional testing. The cause was a crack on the enclosure and hole in cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.